Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: corrected field: correction on h3: was inadvertently mark "not returned to manufacturer". A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that "no image" occurred due to communication failure by faulty cable. The event can be prevented by following the instructions for use which state: ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, during preparation for use, the camera head displayed no image. The therapeutic laparoscopy was completed using a similar device. There were no reports of patient or user harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, the customer¿s allegation was confirmed due to a faulty cable. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.